Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was hospitalized due to pocket hematoma between (B)(6) 2015. During the stay, the patient was treated with antibiotics and a suture point was added on the pocket. The patient was discharged with a good condition.